Event description:
The hospital has experienced 6 events in the month of [redacted] involving these monitors. The hospital just recently added these monitors into use starting [redacted]. Events occurred starting [redacted] to [redacted]. Patients have experienced bruising, rash, dried blood and redness, blistering and chemical burning. The stickers seem to be the primary issue. Users additionally report a red blinking light on the monitors, meaning that the monitor cannot get a good reading from the patient's skin. The hospital had been using body guardian mini slide strip- hydrocolloid 2007. We believe that this sticker is irritating and have contacted the preventice rep multiple times. We have switched the stickers to the standard, ¿slide strip acrylic 2004.¿ for younger patients, or those with more sensitive skin, we are using the ¿body guardian mini bridge.¿ this one only has a point of contact in two circles, which will utilize the stable base medical ECG electrodes supplied by the preventice company. We are hoping this will lower reports of skin issues. We had paused use on [redacted] and began using these products in the afternoon on [redacted]. All monitors involved in these events (6 events) have been different serial numbers. [Redacted]-x 1 patient #[redacted]; [redacted] x 2 patients-[redacted], [redacted]; [redacted] x 3 patients-[redacted], [redacted], and [redacted]. Monitors used on [redacted], serial number or monitor number: [redacted]. Monitors used on [redacted], serial number or monitor number: [redacted]; unknown for the second event. Monitors used on [redacted], serial number or monitor number: [redacted], [redacted], and [redacted].